Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Customer was unable to confirm if a loaded or empty cartridge had been loaded onto the pump. Reportedly, a new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge change error occurred during the load process. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy on the pump. There was no impact to the customer's blood glucose level.